Manufacturer narrative:
At this time, the lead has not been returned. If the lead is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited intermittent noise on the rv rate/sense channel. The noise was not oversensed. Troubleshooting was performed and no noise found. The lead had dislodged and was surgically repositioned. Then it was noted that the lead had repeatedly dislodged; therefore it was explanted and replaced so the patient could have a longer lead implanted. No additional adverse patient effects were reported.